Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the low rectal surgery, could not fire farther after fired 1/5 when severing tissue on the 1st firing and noted the firing trigger was loose. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5a51m. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60w cartridge reload was received partially fired 2/3 and not loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The firing trigger functioned as intended and without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.